Manufacturer narrative:
The technician found the brake casters at the foot end of the bed not holding and were ratcheting. He attempted to adjust the casters first, but found the brake on the caster was worn. The customer is constantly placing the brake on/off and moving the bed from the foot end to place the patient in and out of bed. The technician replaced the casters on the foot end of the bed to repair the bed.

Event description:
The account alleged when the brakes are set on the bed, the brakes are not holding.